Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call, the insulin pump kept alarming no delivery. Customer's blood glucose was 22.5 mmol/l. Troubleshooting was performed and insulin didn't exit during manual prime while the customer was disconnected. Customer was advised to change out the reservoir and the insulin exited. Customer is not returning the reservoir for further analysis.